Event description:
It was reported by the customer that pyxis medstation es system drawer failed to open, causing a delay of 15 minutes to patient care. Customer confirmed that there was no harm done to patient and no other information was released regarding this event. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Corrections and or additional information has been added to the following sections: d1, d5, e3, g6, h2, h6, h11. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 01-jun-2022 to 31-may-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident it was determined that the drawer failed to open due to a faulty retractor band. A field service engineer replaced the retractor band to resolve the issue. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported by the customer that pyxis medstation es system drawer failed to open, causing a delay of 15 minutes to patient care. Customer confirmed that there was no harm done to patient and no other information was released regarding this event. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of actual device used in this incident it was determined that the drawer was failed to open due to faulty retractor band. A field service engineer replaced the retractor band to resolve. The system functioned as intended.